Event description:
One endeavor sprint rx drug-eluting stent was implanted to the proximal lad and one endeavor sprint rx drug-eluting stent was implanted to the proximal lcx. (MFR report # 2953200-2009-00989) patient was asymptomatic / free of symptoms at 30 day follow up. At 6 month follow up patient displayed stable angina. Stent thrombosis of the proximal lad and proximal lcx is reported to have occurred approximately 8 months following index procedure. An angiography was performed which showed thrombosis of a study stent. Associated clinical signs and symptoms were mi and ischemic ECG changes. Investigator reported instable ap braunwald class iii c and cag was performed. Proximal late in-stent restenosis of the proximal cx was reported as 80%. Investigator has indicated that events were related to the study stents. It is reported that a revascularization was performed as a result. An acute stemi is reported to have occurred on the same day as the stent thrombosis events. Investigator indicated that event was related to the study stent. Location of infarction was inferior and lateral. Investigator assessed the event as a q-wave mi. It is reported that a repeat angiography was performed due to this event. A balloon only ptca revascularization of the proximal lad and the proximal lcx is reported to have been carried out, due to restenosis after previous ptca. Investigator indicated that events were related to the study stents. Date of revascularization is unknown, however, indication for revascularization is reported as the same day as stent thrombosis and mi. At 1 year follow up patient displayed silent ischemia.

Manufacturer narrative:
Eval results: stent thrombosis, mi and revascularization.